Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed testing due to the second and third soft keys were found to be inoperable and the ok key was found to power the device on and off. A failed non-original equipment manufacturer keypad was identified to be the cause. The keypad was replaced to correct the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found to have an inoperable second and third soft keys as well as the "ok" key was found to power the device on and off. There was no patient involvement. No additional information is available.